Manufacturer narrative:
Event summary: as reported, during an unknown number of procedures using a flexor parallel ureteral access sheath and dilators, the sheath could not be advanced over a wire guide using a parallel technique. When attempting to load the device like a "traditional" access sheath, the device was able to be advanced on the wire guide. The user reportedly did not intentionally orient the skive of the wire. No adverse effects to the patient have been reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examinations were performed. As no lot information was received, a device history record review or review of complaint history could not be conducted. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The IFU further includes the following in the instructions for rapid release technique, ¿note: the arrow on the dilator clip indicates the orientation in which the skive is facing. If negotiating tortuous or curved anatomy, rotate the secured dilator and sheath so that the arrow of the clip is facing toward the apex of the curve(away from the curve).¿ the user reportedly did not intentionally orient the skive of the wire. Based on the available information, cook has concluded that it is likely that a failure to follow the IFU contributed to this event. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required.

Event description:
As reported, during an unknown number of procedures using a flexor parallel ureteral access sheath and dilators, the sheath could not be advanced over a wire guide using a parallel technique. When attempting to load the device like a "traditional" access sheath, the device was able to be advanced on the wire guide. The user reportedly did not intentionally orient the skive of the wire. No adverse effects to the patient have been reported as a result of this occurrence.